Manufacturer narrative:
The tech found the brake caster and brake steer caster are not holding. The advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The tech replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake casters and brake steer caster are not functioning while in brake mode. No pt injury reported.